Event description:
It was reported that a low battery power alert became frozen on the pump screen and the customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was cleared. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.